Manufacturer narrative:
D2b.

Event description:
It was reported that multiple cartridge alarms (20, 30) occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 72-180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.